Manufacturer narrative:
The reported event of a guidewire/stylet insertion/removal issue was confirmed. As received, a complete lead was returned in one piece without a stylet/ guidewire. Visual and x-ray inspections of the lead found that the inner coil was stretched at the distal region consistent with procedural damage. The stylet insertion test was unable to be performed due to the stretched/damaged inner coil at the distal region, as received. The cause of the reported event was isolated the stretched inner coil at the distal region. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the leads implant, the stylets became contaminated with blood and the leads could not be separated from the stylets. The leads were not used and a leadless pacemaker was implanted. The patient was in stable condition.